Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included paracetamol (tylenol) and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood altered ("moody with menses"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-feb-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". Concomitant products included paracetamol (tylenol) and vitamins nos (multivitamin). On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain ("pelvic pain / pain"), 3 months 14 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder ("autoimmune disorder type of disorder"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood altered ("moody with menses"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 29-jan-2020: pfs received. New events added: plaintiff did not undergo essure confirmation test. Concomitant drugs and reporters were added. Patient's name was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device'), genital haemorrhage ('heavy abnormal bleeding') and autoimmune disorder ('autoimmune disorder type of disorder') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pelvic pain / pain"), abdominal pain ("abdominal pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("severe cramping"), mood altered ("moody with menses"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). Essure treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, autoimmune disorder, pelvic pain, abdominal pain, vulvovaginal pain, abdominal pain lower, mood altered, menorrhagia, vaginal haemorrhage and vaginal discharge outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, autoimmune disorder, device dislocation, genital haemorrhage, menorrhagia, mood altered, pelvic pain, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 23-may-2019: pfs received- new events moody with menses, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), autoimmune disorder type of disorder, migration of essure device, vaginal discharge were added. New reporter and patient information were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.